Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device returned outside of the original packaging with only one monofilament. The device showed no signs of damage. A functional evaluation revealed the device functioned as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during setup for a shoulder arthroscopy, the accu-pass str shuttle crescent was not fitting through the wheels. There was backup device available and no delay or complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.